Event description:
Coiling treatment of a carotid aneurysm. It was reported during coil delivery, the coil pusher became bent at multiple locations. The coil could not be detached after two attempts. During removal, the coil detached inside the catheter. The entire system was removed from the pt, including the coil. No pt injury reported.

Manufacturer narrative:
The device involved in this event has not been returned for eval. A follow up report will not be submitted when the device is returned and the eval is completed.